Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed that impedance measurements were performed and within range. This lead remains in service. No adverse patient effects were reported.